Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized last (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. No other details were given. The insulin pump was not returned for analysis.